Event description:
It was reported that during a routine device replacement procedure, a small insulation defect was noted on the left ventricular (lv) lead. The defect was repaired, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1688t competitor implantable pacing lead, (B)(6) 2007; 0184 competitor implantable tachy lead, (B)(6) 2007. (B)(4).